Event description:
It was reported that an ilet bionic pancreas generated alert 38 for a motor stall that prevented rewinding to complete a supply change and prevented completion of the fill tubing step, and a replacement device was issued; the user transitioned to multiple daily injections and maintained blood glucose in the normal range. Symptoms included no reported adverse clinical effects. Outcomes included interruption of pump therapy with continued glucose monitoring and successful use of alternative insulin therapy. Investigation included remote troubleshooting guidance and replacement logistics. Investigation of this device revealed a device performance issue consistent with a stalled motor that impeded insulin delivery actions. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction resulting in a motor stall.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.